Event description:
It was reported the patient presented to the hospital with a wound with low exudate, which had been with a pre-dressed with an aquacel ag dressing, to his arm. The initial dressing was removed; however, fibers from the dressing remained in the wound bed. To remove the fibers, the wound was soaked in protonsan, a wound irrigation solution for "longer than normal", but the fibers remained imbedded. Eventually, a forceps was used to pick and brush the fibers out of the wound bed. A different dressing product was used to re-dress the wound. No patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Based on the limited product information provided by the initial reporter, the applicable 510k could not be determined. The most recently cleared 510k for a product with this intended use for was identified for this report.